Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, corrected and/or changed data: capsular contracture baker grade iii.

Event description:
Patient reported "has a small amount of fluid around the prosthesis, small amount of fluid around the implants, signs of capsular contracture on the MRI, patient requests reimbursement for allergan-recalled prostheses, the implants are globose in shape, with an increase in anteroposterior diameter associated with moderate radial folds". Healthcare professional later reported "baker type 3 capsular contracture", "breast pain and hardening", "capsular contraction", "lipodystrophy", "MRI showing a small amount of fluid" confirmed by MRI. This record is for the right side. Device was explanted and replaced.